Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right unknown mentor implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with unknown mentor gel-filled breast implant that the right side ruptured after implantation. The issue diagnosed by MRI. As a result, the patient is scheduled for explant for (B)(6) 2018.